Event description:
The customer reported oil mist coming from their unit. The customer reported that there were two employees who complained of headaches. The customer stated that neither of the employees saw a doctor or received treatment for their headaches. The asp field service engineer repaired the unit.